Manufacturer narrative:
(B)(4).

Event description:
It was reported that a flipped pump was confirmed; this resulted in a coiled/twisted catheter. The pt was not receiving therapy. The catheter was revised. The pump contained prialt. Additional info has been requested, a follow-up report will be sent if additional info becomes available.